Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres for about 30 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.